Event description:
It was reported that a dexcom app crash occurred. This is 2 of 2 reports of medical intervention that occurred two separate times but with similar detail. An anonymous report submitted to the app store described severe connectivity issues with the app. The patient reported frequent disconnections, with the app either indicating they were out of range or closing unexpectedly. As a result, the patient was unable to monitor glucose levels in real time. The patient stated that glucose readings remained unavailable until physical symptoms feeling "funny" and sweaty prompted them to restart the app. Upon regaining access, glucose levels were often critically low, in the 40¿50 mg/dl range. The patient noted having to repeatedly close and reopen the app before readings appear. Alarmingly, the patient reported being found on the floor ¿a few times¿ due to episodes of extreme hypoglycemia. Due diligence was not attempted as the reporter's details were not able to be identified. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 2 of 2 reports of medical intervention that occurred two separate times but with similar details. Please see related records (B)(4).